Manufacturer narrative:
B5) based on the device evaluation, this event has been determined as no longer reportable. D9/h3) the turbo-elite was returned for evaluation. H3) visual inspection found a bump on the working length, two broken fibers with light visible under the jacket, but no breach or exposed fibers to the outer jacket was observed. Medical device problem code is corrected from a0413: material separation to a0406: material deformation. H6) based on the device evaluation, the cause of the damage could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This product problem is no longer reportable because no breach (exposed fibers) in the outer jacket was observed during the product evaluation; therefore, there was no unintended radiation exposure.

Manufacturer narrative:
A2-a6) patient information, not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number, not available from facility. H3/h6) the turbo-elite device was not returned; thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a slight plaque lesion in the mid tibioperoneal (tp) trunk. During use of a spectranetics turbo-elite laser atherectomy catheter, a hole in the outer jacket with laser light emitting was observed near the tip. The catheter was removed and new turbo-elite was used to complete the procedure. No patient injury reported. This event is being reported for unintended radiation exposure, potential for harm.